Event description:
The complainant reported a 75 year old female patient was placed on bilevel positive airway pressure (bipap) at the medical facility. While in the catheterization laboratory, an angiogram revealed significant disease to the proximal left anterior descending artery (plad) and the decision was made to implant an impella cp for mechanical circulatory support. Pre-close technique was utilized on the right femoral artery (rfa) and the impella was implanted. The patient tolerated the procedure well despite experiencing groin site bleeding through the process. The patient was transfused with two (2) units of blood. The patient was successfully weaned and the device explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.